Event description:
Physician's letter states the pt developed pain in the superior aspect of her left breast and demonstrates evidence of baker IV capsular contracture, affecting both breasts, also the inframammary folds of both breasts had raised since her surgery in 1983.